Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue; moisture in the pump without pump damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on (B)(6) 2017 with the following findings: there was evidence of moisture behind the display lens. The pump powered on with no audible tone and a blank display screen. There was evidence of moisture contamination found throughout the inside of the pump. The pump¿s black box data could not be downloaded.